Event description:
It was reported that acute left heart failure occurred, requiring treatment. In (B)(6) 2022, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to mid lad with 100% stenosis and was 26 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2025, the subject was diagnosed with acute left heart failure and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Medication was given to treat the event. At the time of reporting, the event was considered to be recovering/resolving. It was further reported that the patient was discharged one month later, in (B)(6) 2025.

Event description:
It was reported that acute left heart failure occurred, requiring treatment. In (B)(6) 2022, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to mid lad with 100% stenosis and was 26 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2025, the subject was diagnosed with acute left heart failure and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Medication was given to treat the event. At the time of reporting, the event was considered to be recovering/resolving.

Event description:
It was reported that acute left heart failure occurred, requiring treatment. In (B)(6) 2022, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to mid lad with 100% stenosis and was 26 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2025, the subject was diagnosed with acute left heart failure and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Medication was given to treat the event. At the time of reporting, the event was considered to be recovering/resolving. It was further reported that the patient was discharged one month later, in (B)(6) 2025.

Manufacturer narrative:
B3 date of event updated.